Event description:
Baxter pump did not alarm "occlusion" when under pressure due to infiltration to the pt's arm (500cc). Arm was blue and there was absent pulse at radial point. Pt's arm wrapped in warm blankets, and elevated. Positive radial pulse. Perfusion and capillary refill.